Event description:
Malfunction of sheath. During endovascular triple a repair, the situation was corrected. Pt had some blood loss. No significant post complication. Post angiogram confirmed good positioning of endograft with no leak. Sheath was brought in by sales rep.